Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found anomalies. Laboratory testing was able to reproduce the reported clinical observations and detailed analysis revealed abnormalities. Helix mechanism test failed due to the helix housing being clogged with dried blood/body fluid and tissue. Susceptibility of helix fixation tips (both active and passive) to snagging tissue is a known risk.

Event description:
It was reported that this brady lead was not implanted successfully due to anomalous helix resulting in retraction complications and loss of capture, after multiple attempts. A new brady lead with the same model was implanted successfully. No adverse patient effects were reported.

Event description:
It was reported that this brady lead was not implanted successfully due to anomalous helix resulting in retraction complications and loss of capture, after multiple attempts. A new brady lead with the same model was implanted successfully. No adverse patient effects were reported.